Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "date of onset (B)(6) 2018. Patient had some drainage from right knee. Surgeon did an I&d and changed the poly." Medical date provided indicates "septic arthritis".